Event description:
It was reported that a patient underwent a breast surgery with 300cc unspecified mentor gel breast implants. Post-operatively, the patient experienced capsular contracture of an unknown baker grade of the right breast as well as brain fog, joint pain, crohn¿s disease, ankylosing spondylarthritis, hla b27+, fatigue, increasing anxiety, recurrent candida infections, post nasal drip, increasing headaches, night sweats, muscle pain, sinus issues, multiple occurrences of sibo, chronically elevated eosinophils, and shortness of breath. At the time of this report, mentor has not received information regarding explantation or an expected explantation date. This report is for the left implant. Refer to manufacturing report number 1645337-2022-13903 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).